Event description:
Medsun report rec'd reporting breakage/leakage incident involving one (1) ch-12 bag spike w/integrated clave. The report states "while withdrawing total volume of fluid from an IV bag using bag spike, the blue port on the bag spike broke off in the technicians hand causing the fluid from the bag to flow out..." This was detected during set-up/preparations. There were no reported adverse operator consequences. The involved device is not available for evaluation. Record review: reported lot #1839301 (mfg. Date 01/2010). A review of the mfg. Lot database for this lot # shows 1300 units were mfg., tested, inspected and released. The exact cause(s) of the reported product experience are unk at this time.